Event description:
A home pt had experienced an infection about three weeks ago. According to the reporter the pt has a bard brand "infusaport" in place since 2001 and uses baxter brand flush syringes. About three weeks ago the pt had a culture drawn which grew enterobacter ticar and the port was removed. No further clinical details were able to be obtained.